Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that about a week after implant, the patient noticed they still had drainage and blood from the implant site so they removed the bandage to check and said that it was red and irritated. They called their healthcare provider and were directed to come to see them, which they did. The healthcare provider prescribed antibiotics for seven days. During that time, the patient didn't notice any improvement, so they were directed to see the healthcare provider again, who placed more wound closure strips over the site, and said that the site wasn't closing. Almost a week later, they called the healthcare provider's office to report that the site wasn't getting any better and that the wound closure strips would not stay on due to the constant drainage. They went to see the healthcare provider, who suggested surgery, as the patient's body may be rejecting the device and they may need to remove it. The patient also reported the neurostimulator was eroding, and mentioned this to their healthcare provider as well. There was a delay before the surgery could be scheduled and during that time, the patient started placing an antibiotic ointment over the site and it started to heal. The doctor decided that instead of removing the device they would clean it out instead. The patient was admitted yesterday, the healthcare provider performed the procedure/revision surgery, and the patient was discharged yesterday at 3:30 pm.